Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant additional information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery just above the profunda was attempted using a proglide device with a 6f sheath after a left leg angioplasty procedure. Reportedly, the device deployed properly and the knot was tightened, yet pulsatile bleeding continued. The 6f sheath was re-inserted and bleeding continued. An 8f sheath was introduced to control bleeding as it was thought the puncture site might have enlarged during the procedure. Manual arterial compression was used to achieve hemostasis. Overnight, the patient complained of a cold left leg. The patient was sent for an angiogram which showed blockage of the left leg. The leg was treated with angioplasty. The right profunda was also blocked and treated with thrombolytic medication. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of thrombosis and tissue damage are known inherent risks of the procedure and the treatments appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following information was received: the reported blockage in the profunda was caused by thrombus due to the interventional procedure done in the other leg; however, it was felt by the facility, it was not caused by the proglide device. No additional information was provided.